Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: there was a "problem with the cover of the instrument. Details tbc by distributor."

Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: there was a "problem with the cover of the instrument. Details tbc by distributor."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-14. H.6. Investigation summary: instrument sedi 40 00138 was returned to the manufacturer for service with respect to the reported defect ¿ broken cover plate. The instrument was evaluated by visual examination and functional testing and it was found that the cover plate was broken. The cover plate was replaced. After repair the instrument passed all further quality checks.